Event description:
It was reported that in 2006 the incorrect product was implanted in the patient. Fourteen days later, the patient was revised.

Manufacturer narrative:
The device was not manufactured in the us. Evaluation of this device is to be performed at the manufacturing facility. When completed, the evaluation summary will be submitted in a supplemental report.